Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. It was reported that the up arrow, down arrow, and ok keypad buttons were under responsive to user presses, and the keypad cover was allegedly thinning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014. The product analysis information for this complaint was inadvertently omitted from the initial report submitted on (B)(4) 2014. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no damage was found to the keypad cover. During testing, all of the pump keypad buttons responded properly to user presses. The keypad cover was removed, and contamination was found under the contrast button contact.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.